Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The reported issue of high drain volume error 102 (increased intra-peritoneal volume-adult) was confirmed in the event history log review. The device failed homechoice return instrument test/evaluation (rite) functional testing but the homechoice rite electrical safety analyzer testing passed specifications. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2012 during the device log download a high drain volume error 102 alarm was found in the alarm logs only, that occurred on (B)(6) 2011 at 12:32:31. The largest fill volume was 3000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.